Manufacturer narrative:
(B)(4). Batch #iyzd23752. The device was received in good visual condition. Upon mechanical testing to the device, it was observed that the device could not be firing complete and that the lockout mechanism was non functional. The device was connected to the generator and it was recognized. Because the device was damage not all testing was performed with the generator. The device was disassembled to inspect internal components and it was noted to be damaged due to excessive force applied to the handle during usage. Due to the internal damage of the device, the device was unable to open and close fully. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon put the device down trocar and attempted to close jaws. The device would not close. Tried to force jaws closed and blade then jammed into the jaws, could not open device. Tried a new device and similar event happened. A ligasure was used to complete procedure. There were no adverse consequences for the patient.